Manufacturer narrative:
All buttons functioning properly and no damage on the keypad assembly. No button error alarm. The connector on liquid crystal display was connected properly. The insulin pump was received with minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.